Event description:
It was reported that the core impaction drill heated up during testing before use on a patient. There was no patient involvement and no user injury reported or adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found throughout the internal components.